Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary the vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection and functional test of the device were performed, as a result; tip is in a used condition with tissue debris around the active tip and in the suction holes. The handle assembly, cable and plug were in good condition. The electrical test was passed successfully. The device passed the functional test when it was connected to the generator, all the default values were normally displayed. Flow rate test failed before and after activation. A DHR review has been performed for lot u2305027 (june 2023); no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. The customer stated that the device had 'blocked suction during a shoulder ask (rotator cuff)'. The complaint was substantiated with the device being unable to achieve the minimum flow specification. The blockage was at the distal end of the device and caused by tissue debris. The reported device, vapr tripolar 90 suction electrode has been rationale: evaluated by atl UK team, successfully passing all electrical checks. It has also passed the majority functional checks however it was found to fail flow specifications due to a build-up of tissue debris at the distal end of the device which couldn't be removed during the investigation. The investigation shows the blockage experienced by the end user is confirmed and can be attributed procedural tissue debris. The suction failure mode has been reviewed against the systems risk assessment document. The highest identified risk for failure modes that are equivalent to the complaint failure mode is loss or deterioration of function reduced/blocked irritant flow. Risk matrix line 1000 applies. Resulting in reduced visibility & increased procedure time - patient under anesthetic extended period of time. The severity risk category is 'minor'. No manufacturing defect was found with the returned device. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. The product IFU warns electrodes will wear from normal use, dependent on factors such as length of against bony surfaces, use, high tissue removal rate, prolonged use prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: the statement in the previous medwatch report regarding the device history review has been updated from: a DHR review has been performed for lot u2305027 (june 2023); no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. To: a manufacturing record evaluation was performed for the finished device lot number: u2305027, and no non-conformances were identified.

Event description:
It was reported by the healthcare professional in germany that during an shoulder repair procedure on (B)(6) 2023, it was observed that the suction on the vapr tripolar90 suction electrode device was blocked. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.